Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. There was no excessive "no delivery" alarm noted. The pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the pump had motor position encoder error alarm and no delivery alarm. The blood glucose at the time of the incident was 346 mg/dl. The customer performed troubleshooting was able to resolve the no delivery, with a complete set change. However the customer called back and stated the no delivery reoccurred and the b button was unresponsive. The device will be returned for analysis.